Event description:
It was reported that both the ICD and lead were removed due to high impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported event was confirmed. The hv lead impedance measured high due to a broken ground case wire via review of x-ray.